Manufacturer narrative:
Lead: model 3890, lot # j0424787v, implanted: 2004 (B)(6), explanted: unk. Extension: model 7489, serial # (B)(4), implanted: 2004 (B)(6), explanted: unk. Lead: model 3890, lot # j0424859v, implanted: 2004 (B)(6), explanted: unk. Extension: model 7489, serial # (B)(4), implanted: 2004 (B)(6), explanted: unk.

Event description:
It was reported that while stimulation was turned on stimulation was intermittent for the last couple months. There was no known accident or incident related to this event. Impedance measurements were taken and found to within normal limits except electrode 7. Reprogramming was recommended to address stimulation needs. Additional information has been requested, but was not available as of the date of this report.